Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus/migration of coil") in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menometrorrhagia ("irregular periods with heavy bleeding"). In 2013, the patient experienced anxiety ("anxiety"), weight increased ("weight gain"), abdominal distension ("bloating"), gastrointestinal disorder ("caused damage to intestine"), depression ("depression") and nervous system disorder ("neurological issues"). In 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe and persistent pelvic pain"), migraine ("migraines"), paraesthesia ("tingling in my right leg") and myalgia ("muscle aches"). The patient was treated with topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, migraine, anxiety, paraesthesia, myalgia, menometrorrhagia, back pain, weight increased, abdominal distension, gastrointestinal disorder, depression and nervous system disorder outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, gastrointestinal disorder, menometrorrhagia, migraine, myalgia, nervous system disorder, paraesthesia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: patient said that she is finally feeling better after this toxic device was removed from her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus/migration of coil") in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("irregular periods with heavy bleeding"). In 2013, the patient experienced anxiety ("anxiety"), weight increased ("weight gain"), abdominal distension ("bloating"), gastrointestinal disorder ("caused damage to intestine"), depression ("depression") and nervous system disorder ("neurological issues"). In 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe and persistent pelvic pain"), migraine ("migraines"), paraesthesia ("tingling in my right leg") and myalgia ("muscle aches"). The patient was treated with topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, migraine, anxiety, paraesthesia, myalgia, menorrhagia, back pain, weight increased, abdominal distension, gastrointestinal disorder, depression and nervous system disorder outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, gastrointestinal disorder, menorrhagia, migraine, myalgia, nervous system disorder, paraesthesia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: patient said that she is finally feeling better after this toxic device was removed from her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received: previously reported event ¿injury¿ updated to events migraine, paraesthesia, uterine perforation, myalgia, menorrhagia, back pain, anxiety, weight increased, depression, abdominal distension, nervous system disorder, gastrointestinal disorder. Reporter, patient demographic information, product lot number added. Case became incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.